Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to (B)(6) 2003 pertaining to ventral hernia and medical/surgical history were not provided.] (B)(6) 2003:[missing records: the operative report for laparoscopic repair ventral hernia was not provided.] (B)(6) 2003: (B)(6) hospital center. [Signature illegible]. Intraoperative nursing record. Wound classification: I. Category: elective. Anesthesia: general. Preoperative diagnosis: ventral hernia. Procedure: laparoscopic repair ventral hernia. Postoperative diagnosis: same. Specimens: no. Implant sticker. Dualmesh ® biomaterial. Lot: 02204000. Item: 1dlmc03. Implant sticker. Bard ventralex hernia patch. The records confirm a gore® dualmesh® biomaterial (1dlmc03/02204000) was implanted during the procedure. [Missing records: records pertaining to alleged injuries were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
Added surgical history. (B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2003 whereby a dualmesh (10 x 15 cm) was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, abdominal wall reconstruction, severe and chronic abdominal pain. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2003: (B)(6) hospital center. (B)(6) md. History: ¿this is a 42 year-old woman admitted to the hospital for management of a chronically incarcerated ventral hernia.¿ implant procedure: laparoscopic repair of incarcerated ventral hernia with mesh. Implant date: (B)(6) 2003 (hospitalization dates unknown) (B)(6) 2003: (B)(6) hospital center. (B)(6) , md. Operative report. Assistant: (B)(6) , md. Preoperative and postoperative diagnosis: chronically incarcerated ventral hernia. Anesthesia: general. Procedure: ¿with the patient in the supine position after general anesthesia, the abdomen was prepped and draped in the usual fashion using betadine. A 1 cm incision was made in the epigastrium. The midline fascia was identified and incised. The abdominal cavity was entered. Hasson catheter was placed directly within the lumen of the abdomen under direct vision. Camera lens was passed through this port and the abdomen explored. Exploration of the abdomen revealed an incarcerated omentum at the level of the central aspect of the abdomen extending along the midline inferiorly. The remainder of the limited exploration was negative. Two 5 mm right anterolateral ports were placed through which clamps were passed to aid in the dissection and procedure. First directing our attention to the incarcerated contents, the hernia ring w incised using cautery dissection ultimately allowing reduction of the omentum back into the abdominal cavity. After complete reduction of the hernia contents, the defect was measured and it was decided to use a piece of 10 x 15 cm gore-tex mesh for the repair. Four o prolene anchoring stitches were placed in the mesh at each of the four quadrants. The mesh was then rolled in a fashion and passed through the epigastric port into the abdominal cavity. Once in the abdominal cavity the mesh was unrolled. Each of the anchoring sutures were then passed through the anterior abdominal wall using the suture passer. Ultimately the mesh was pulled up to the anterior abdominal wall bridging the defect and extending out beyond the defect in all directions by at lust 2-3 cm. Each of the anchoring sutures were then fastened in place and tied in the superficial plane and in the subcutaneous space. Using a us surgical protacker, and using counter palpation, the circumference of the mesh was tacked to the anterior abdominal wall. Four additional 0 prolene sutures were placed percutaneously through the abdominal wall and mesh and ultimately tied again in the superficial fascial plane anchoring the mesh again at four additional sites. Adequate hemostasis was noted. All ports were removed. No bleeding identified. The pneumoperitoneum was allowed to escape. A small ventralux hernia patch measuring 1.7 x 1.7 inches was placed in the subfascial plane at the level of the epigastric port. It was tacked in place using interrupted #1 vicryl sutures. The small fascial defect was closed over the mesh at that level with interrupted #1 vicryl sutures as well. All skin edges were approximated using metallic clips. Band-aids applied. The procedure terminated.¿ revision preoperative complaints: (B)(6) 2018: (B)(6) hospital. (B)(6) md. Indications: ¿this is a 56-year-old female who underwent a laparoscopic ventral hernia repair in the past. She now has pain in the upper abdomen and was noted to have a mass in that area as well.¿ revision procedure: open repair of complex chronically incarcerated ventral incisional hernia x2 with mesh, bilateral component separation, partial omentectomy. Implant: versatex and ovitex. Revision date: (B)(6) 2018 (hospitalization dates unknown). (B)(6) 2018: (B)(6) hospital . (B)(6) md. Operative report. Assistant: (B)(6) , do. Preoperative and postoperative diagnosis: chronically incarcerated complex recurrent epigastric incisional ventral hernia. Anesthesia: general. Estimated blood loss: minimal. Specimen: portion of omentum. Procedure: ¿the patient identified and appropriately positioned on the operating room table. After placement of general anesthesia, the abdomen prepped and draped in usual sterile fashion with chloraprep. A midline incision was made and deepened to subcutaneous tissue. There was a large hernia identified in the inferior area of the umbilicus. The hernia was dissected down to level of the fascia circumferentially. The subcutaneous tissue in the epigastrium was then dissected down to level of the fascia and there was another large hernia approximately 5 cm away from the original hernia. This again was dissected down to the level of the subcutaneous tissue. The fascial bridge between the two areas was divided and patient is noted to have a severe diastasis in the upper abdomen due to her obesity and body habitus. This tissue would not have held well and therefore that bridge was divided. Next, the retrorectus space on the patient's right side identified by dividing the posterior sheath. This space was subsequently developed with blunt dissection out laterally and once the junction of the obliques and the rectus was met, the transversus was separated off the obliques as well as the rectus with the cautery. The myofascia separation proceeded approximately 4 inches above and below the actual defect. Next, a similar approach was done on the contralateral side and on the patient's left side, the left retrorectus space was entered in a similar fashion. The posterior sheath was divided sharply. The space was then subsequently developed with blunt dissection. This was taken out laterally to the junction of the obliques and the rectus and at this level, the fascia just medial to the perforating vessels were then subsequently scored and the transversus was separated from the other musculature and myofascial separation proceeded again 4-5 inches above and below the actual defect and was taken out laterally to the level of the anterior iliac crest. From the previous laparoscopic repair, she had sutures as well as the pro tack. Those anchors and sutures were divided as needed during the operation. Next, the posterior sheath was then reapproximated with a running locking 3-0 maxon suture. The subcutaneous space was irrigated as well as the posterior sheath. The operative field noted to be hemostatic. Next, the transversus was then injected with approximately 20 ml of 0.5% marcaine and 2 mg of decadron mixed. The anterior sheath was injected with a similar amount on both sides as well. A large 30 x 30 piece of mesh (versatex) was used for the operative repair along with a 15 x 20 piece of ovitex. The two pieces of mesh were sewn together with interrupted 3-0 vicryl sutures and the ovitex was laid on the transversus side as well. The mesh itself was anchored with a multitude of interrupted absorbatack. Once the mesh was placed, the operative field noted to be hemostatic. The midline fascia reapproximated with a running #1 pds suture. The subcutaneous space irrigated and a 10 flat jp placed and brought out through separate stab incision in the right lower quadrant. The skin was then subsequently closed with staples followed by dermabond. At the conclusion of the case, sponge and needle counts were correct.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated investigation conclusions; h6: health effect impact code: health impact codes: f26: no health consequences or impact; h6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.